Event description:
Patient came to hospital in 2005 for sore throat and dysphagia. Chest x-ray done incidental finding was that pt is catheter had broken. Broken at attachment site of port. Pt was contacted the next day to return to hospital for catheter removal.